Manufacturer narrative:
It has been clarified that the device was received at an affiliate site february 19, 2014. The device was received at the complaint handling unit site on march 17, 2014. This information was known during the initial reporting. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable cutter that would not cut and a cable tensioner that would not work during surgery. The surgeon was performing an open reduction internal fixation of a distal femur and while attempting to cut the cable, the cable cutter would not cut. It was reported that later in the surgery while the surgeon attempted to put tension on the cable, the cable tensioner would not work. There was no operative delay in surgery. It was confirmed that the surgeon was able to cut through the tensioner to complete the procedure. There was no patient harm reported. The procedure was successfully completed with no patient injury reported. This is report 1 of 1 for this event, complaint (B)(4).

Manufacturer narrative:
Manufacturing investigation action (mfg) was performed, the investigation of the complaint articles has shown that: upon receipt, ¿a visual inspection found the device free from damage or debris which could negatively affect the performance of the device.¿ supplier stated, ¿the tensioner was tested three times¿all test results meet specifications. The DHR review confirmed this product met specification prior to shipping.¿ based on the evaluation and the unknown cause, this complaint is unconfirmed and is not considered manufacturing-related. The cable tensioner was made to the synthes drawing p/n 391.201, revision ¿j¿, released on july 27, 2010 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history was performed and no complaint related issues were found. (B)(4) manufactured the cable tensioner, p/n 391.201, and lot number p305520 for synthes pos 454325 and 462431. A c of c was not imaged with the device history record for the first receipt, but the c of c was available for the second receipt and indicated that the parts met required specifications. Two receipts of this lot were inspected and conformed to the synthes, incoming final inspection sheet number 391if201. There were no mrrs generated for this lot. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and it is not implanted/explanted. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.